Event description:
It was reported that prior to a laparoscopic gastric bypass procedure, the 4-40 stud was broken off. A second like device was used to start and finish the case with no patient consequence.